Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient experience a return of symptoms after they were discharged from the hospital on (B)(6) 2017. The implantable neurostimulator (ins) was active and functioning. No known environmental, patient, or external factors contributed to the event. The hcp reprogrammed the ins to the best possible settings, but the patient's disease was very advanced. No surgical intervention was taken or planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the patient experience a return of symptoms. The cause of the return of symptoms was unknown. The patient did not have any issues with their previous three implantable neurostimulators (ins). The ins was recently replaced and the patient was fine while they were in the hospital. When the patient returned home, they realized something was not working as the patient did not have any improvements and was in the same stage as before implant. The patient was taken to the hospital where their health care provider (hcp) tried to reprogram and calibrate the ins once more, but the improvements were little if any and the issue was not resolved. The patient thought there may be something wrong with the ins. Additional troubleshooting by the hcp was going to be done. The issue was not resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.